Event description:
Patient reported that the meter/lab comparison results obtained within one hour of each other were 149 mg/dl (ss) versus 191 mg/dl (lab), respectively (22% difference). No symptoms were reported. Control solution test reading was in range. Meter reportedly is not cleaned according to manufacturer's product recommendations. Lfs rep reviewed meter calibration, cleaning, control testing and coding with pateint. The meter was replaced. No harm was alleged.